Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for eval. Most likely underlying root cause of malfunction; user had high glucose.

Event description:
Consumer reported of hi blood results. Expected fasting blood glucose test result range is 120 to 130 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Back to back test performed fasting during call on (B)(6) 2015 produced results of hi and hi. Verified storage of product is within instructed spec. Test strip lot MFR's expiration date is 05/31/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: hi (B)(6) 2015 03:19pm, hi (B)(6) 2015 03:18pm. Adverse event not reported.